Event description:
During our open heart procedure the physician successfully discharged a shock to our patient, but when I attempted to "charge" the defibrillator paddles (internal)for a second shock, they would not charge. The physician did cardiac heart massage while we replaced the defibrillator. The defibrillator paddles still would not charge so we replaced the paddles, and were able to charge them and deliver the necessary shocks to our patient. The paddles were tagged and personally handed over to surgical instrumentation. No patient harm.